Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device detached and a bit was stuck in the handpiece device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the coupler was detached was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a cutter stuck in it and the bearings were worn and corroded due to normal wear and servicing. A review of the service history record indicates that the device had not been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.